Manufacturer narrative:
A supplemental report is being submitted for a correction to b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the vad exhibited above normal power consumption.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the ventricular assist device exhibited motor start events with parameters outside of the typical range. The vad remains in use. No patient symptoms or complications were associated with this event.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: (B)(6) was not returned for evaluation. A review of the device history record was not performed as the reported event and analysis are not related to a manufacturing or servicing issue. Log file analysis revealed consistent increases in power consumption to parameters above the normal operating range throughout the analyzed period and one (1) high watt alarm was logged on (B)(6) 2025. Additionally, log file analysis revealed one (1) motor start event recorded on (B)(6) 2025 at 16:51:00, in which the motor start parameters were atypical. Review of the alarm log file revealed four (4) vad disconnect alarms were logged on (B)(6) 2019 at 13:14:10, on (B)(6) 2019 at 18:11:36, on (B)(6) 2020 at 11:36:21, and on (B)(6) 2022 at 11:18:34, indicating that the controller was powered on without the driveline connected. Log files also revealed one (1) additional vad disconnect alarm was logged on (B)(6) 2025 at 16:49:32, indicating a physical disconnection of the driveline from the controller. The vad disconnect alarms are additional findings unrelated to the reported event. The most likely root cause of the observed vad disconnect alarms can be attributed to the controller being powered on without the driveline connected and/or a physical disconnection of the driveline from the controller. As a result, the reported high-power event, and the atypical parameter motor start findings were confirmed. Based on risk docume ntation, the most likely root cause of atypical motor start parameters may be attributed, but not limited, to outer shroud contact that creates more friction at the housing to impeller interface during pump startup. Based on the available information, the device may have caused or contributed to the reported high-power event. Based on the risk documentation, possible root causes of the high-power event may be attributed to multiple factors including, but not limited, to external factors such as thrombus formation/ingestion, incorrect setting of alarm thresholds, and/or patient factors. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.